Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that certain episodes were not transmitted to merlin.net. This was attributed to bluetooth (ble) telemetry loss on the implantable cardiac monitor (icm). No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of missing episodes was confirmed. Based on the information provided, it was determined that transmission were delayed due to backend service degradation.